Event description:
(B)(4). I began what should have been my normal period. I have been bleeding ever since. Heavy at times. Have gained 20+ pounds in just 30 days. Breasts are sore all the time. Some abdominal discomfort. Stomach and abdominal area is constantly bloated. Very fatigued. Forgetful at times. Depressed. Husband has begun getting rash in his groin area after sex.